Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: oct 26, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens revealed that the complaint lens was torn around one of the haptics. The lens was cleaned and, no further issues were observed. Visual inspection of the handpiece revealed no issues that could contribute to or cause the observed issue. The customer provided photograph was reviewed and displayed the same information presented by visual inspection. Conclusion: the reported complaint issue of detached haptic could not be confirmed. However, the observed issue iol torn is similar to haptic detached as the tear encompassed the haptic. The complaint issue of iol torn was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as there was no patient contact with the product. Explant date: if explanted, give date: not applicable, as there was no patient contact with the product. Initial reporter name and address: telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the photo, device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the preloaded intraocular lens (iol) detached from its optic while loading the lens. According to the operating room nurse, she and the surgeon followed the right step of loading the lens. However, when the lens went out of the cartridge, it was already torn apart. There was no patient contact and the event was observed during handling. No other information was provided.